Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and displayed the message not located on bus. The field service engineer (fse) contacted the customer to perform a remote fix. While dialed into the station, the fse observed that no failure icons were displayed on the screen. The customer was instructed to inventory auxiliary drawer 2.1, and the process was completed without any issues. The drawer was no longer showing as failed, and the customer confirmed successful testing with good results. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that, when using the bd pyxis¿ medstation¿ es auxiliary 2.1 drawer on the 2nd floor pyxis experienced a drawer failure indicating not located on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.